Event description:
It was reported to target that during a guglielmi detachable coil embolization procedure the coil of the guglielmi detachable coil detached prematurely. This product malfunction had no consequence to the pt's health.